Event description:
The patient reported her current receiver has not worked in approximately a year. She stated she has an older system that is located on the outside of her body and she would prefer a new implantable scs system. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.